Manufacturer narrative:
Citation: bach ds et al. Ten-year outcome after aortic valve replacement with the freestyle stentless bioprosthesis. Ann thorac surg. 2005 aug;80(2):480-6; discussion 486-7. Doi: 10.1016/j.athoracsur.2005.03.027. Presented at the forty-first annual meeting of the society of thoracic surgeons, tampa, fl, jan 24 ¿26, 2005. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the 10-year outcomes in patients following aortic valve replacement with a medtronic freestyle bioprosthesis. All data were collected from eight centers between 1997 and july 2004. The study population included 725 patients (predominantly male; mean age 71 years), all of which were implanted with a medtronic freestyle bioprosthesis (serial numbers not provided). It was noted that 19, 21, 23, 25, 27, and 29 mm prosthesis sized were used. Among all patients, 278 deaths occurred. Of these, 25 deaths were reported to be ¿valve-related.¿ based on the available information, medtronic product was directly associated with these 25 deaths. Among all patients, adverse events in which medtronic product may have been associated included: thromboembolism (112 cases), permanent neurologic event (46), transient neurological event (59), thrombosis (2), reoperation (31), pseudoaneurysm (1) and hemorrhage (34). Medtronic product was directly associated with the following adverse events: structural valve deterioration (12 cases, 10 required reoperation), nonstructural valve dysfunction (2), endocarditis (18 cases, 10 required reoperation), paravalvular leak (6), aortic regurgitation, valve explant (26), and increased gradients. It was reported that the mechanism of structural valve deterioration was related to leaflet tear, and three cases involved leaflet calcification. Nonstructural valve deterioration was due to dilation of the sinotubular junction (1) and aortic root pseudoaneurysm (1). No additional adverse patient effects or product performance issues were reported.